Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed opening on anterior and posterior side assessed as surgical damage. ¿anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿observed creases on the device. ¿observed wear abrasion on the device. ¿white calcification particles observed outside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "severe capsular contracture baker grade IV" and "texture implants." Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "textured". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.